Event description:
It was reported that during implant attempt the lead could not achieve capture in the target branch. A second target branch of the coronary sinus required a larger lead due anatomy of the vessel. A new lead was implanted successfully. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. It was noted that all conductors had blood/body fluid (not obstructed).